Event description:
After iabp for about 12 hours, the 8fr iab ruptured. The pt went on to expire and the facility is attributing the death to the event. Event complications: the pt expired - reported 9/18/00. Pt's current status: expired - rpt'd 9/18/00.

Event description:
9/26/2000, datascope received the mandatory medwatch form from the user-facility; uf/dist report# 450639-2000-0003 and the following info was reported: the iab was inserted into the pt on 9/2000. Blood was noted in the iab tubing. The pt developed fulminant, vfib., refractory to dc cardioversion and was unresponsive to full CPR and acls. When the iab was removed, a split was noted down the middle. On 1/2001, datascope was notified that the iab would not be released for eval.